Event description:
Patient sustained a fractured hip as a result of getting out of the bed. During the investigation, we discovered a problem with wiring of the communication cables associated with hill-rom beds. There is an incorrect wiring configuration. When the patient attempts to exit the bed, the alarm is received on the wescom call system as a regular rn call and not a bed exit alarm. There is also a problem with the brake indicator light that indicates the bed is locked when it is not locked.